Event description:
It was initially reported that the device had failed its user test and logged a fault code. After evaluation, it was determined that the device would not deliver defibrillation energy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pbc assembly and observed proper device operation through functional and performance testing and then returned the device to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined that the cause of the reported failure was diode, designator cr44 which caused electrical damage to several components on the therapy pcb, from excessive current.